Manufacturer narrative:
Evaluation summary: the report of stenosis was confirmed. Report of regurgitation was visually confirmed due to gap in the central coaptation region. X-ray demonstrated moderate calcification on leaflets 1 and 2, heavy calcification on leaflet 3, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the inflow aspect and 11mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused the leaflets near all 3 commissure by approximately 5mm. Leaflet 2 was rolled towards the outflow aspect due to host tissue overgrowth. A gap was observed in the central coaptation region. Calcification and host tissue restricted leaflet mobility and led to stenosis. Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with calcification and host tissue overgrowth. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this mitral pericardial valve, implanted approximately ten (10) years and six (6) months in the tricuspid position, was explanted due to tricuspid stenosis and regurgitation. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation at patient age of (B)(6), as the patient wished to get pregnant in the future. There was no problem detected at implant. The condition of the valve at explant was reported as "the leaflets had lost mobility." This device was explanted and replaced with another edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU.